Manufacturer narrative:
Return of probe and additional information has been requested.

Event description:
During the procedure the perc-17 probe gave the patient a dime sized thermal injury to the skin.

Manufacturer narrative:
Original report received identified the device as a perc-17 but gave no lot number. User facility report, received via FDA, provided device lot number. Device history record review revealed probe is an rs-17l, not a perc-17 as originally reported. Device not returned for evaluation.

Event description:
Probe created a dime size thermal injury on right lower back.

Manufacturer narrative:
Device received 06/24/2016. Simulated use testing confirmed the reported issue. Evaluation found the vacuum sleeve failed and was the cause of the frosting.

Manufacturer narrative:
This report is to provide corrected information to a previously submitted medwatch with report number 3008262715-2016-00010 with a report date 03/17/2016. This report is being submitted as requested by FDA to add the related report number 2400100000-2016-8007 to corresponding block h10.

Event description:
See completed medwatch: MFR report #: 3008262715-2016-00010.